Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had insufficient / no energy delivered.

Manufacturer narrative:
Alleged failure: the hand switch was used at first. The hand switch did not respond from the middle of the operation. Customer request would like to know why hand switch was not working. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is fluid ingress possibly due to leakage from the polyimide detached from the outflow tubing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had insufficient / no energy delivered.